Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. Additional follow-up with the patient¿s home program manager (hpm) confirmed the patient expired at home while undergoing ccpd therapy (no alarms noted) when they experienced a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence. The cause of patient¿s cardiac arrest and subsequent death is unknown; however, the hpm reported there was no malfunction or deficiency of a fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and subsequent death. The cause/etiology of the patient¿s cardiac arrest and death are unknown; therefore, causality cannot be firmly established. However, although the patient was undergoing ccpd therapy when the serious adverse events occurred, the hpm reported they were not the result of any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 19/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. Additional follow-up with the patient¿s home program manager (hpm) confirmed the patient expired at home while undergoing ccpd therapy (no alarms noted) when they experienced a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence. The cause of patient¿s cardiac arrest and subsequent death is unknown; however, the hpm reported there was no malfunction or deficiency of a fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 19/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. Additional follow-up with the patient¿s home program manager (hpm) confirmed the patient expired at home while undergoing ccpd therapy (no alarms noted) when they experienced a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence. The cause of patient¿s cardiac arrest and subsequent death is unknown; however, the hpm reported there was no malfunction or deficiency of a fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.